Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient's stimulator was not working right when she stands up. The patient wanted to talk to a manufacturer representative (rep), and was to call a rep when she got home.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.